Manufacturer narrative:
Complaint confirmed, a fragment 0.2155 in length of the proximal end of ar-8725-50h was returned. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or not fully seating the driver into the screw during tightening.

Event description:
It was reported that during a right hand arthroscopy procedure, the surgeon was inserting a micro compression screw, ar-8725-50h, with a 1.5 mm hex driver, ar-8737-37. Upon inserting into the 4th metacarpal, the tip of the hex driver broke off into the head of the compression screw and the screw bent. The screw was removed and the surgeon placed a synthes plate instead. The tip of the driver was removed from the head and fell onto the floor. The surgeon moved on the next step and tried again with a second micro compression screw, ar-8725-50h, and driver. The surgeon started on power with the driver on the end of it and then finished up with a ratcheting handle. Upon insertion of this screw into the 3rd metacarpal, about 8 mm of the head of the screw snapped off leaving aprox. 42 mm of the screw in the tunnel. This portion of the screw was not removed from the tunnel. The surgeon was not satisfied with the fixation and used a synthes screw to lag across the fracture site.